Event description:
Additional information: it was reported that the patient had a granuloma, the location of which was not mentioned. The catheter needed to be removed due to the granuloma. It should be clarified that there was no infection. The patient was going to be weaned off the pump, and the pump removed due to the patient's unreliability and abuse of narcotics/drugs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Correction numbers: z-1142-2008 z-1143-2008 z-1144-2008 z-1145-2008 z-1146-2008 z-1147-2008 z-1148-2008 z-1149-2008 z-1150-2008 z-1151-2008 z-1152-2008 z-1153-2008 z-1154-2008.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inflammatory mass was confirmed via an MRI. The patient's pump was going to be removed due to infection. Per caller, the patient was "unreliable and abuses narcotics and alcohol." The pump was delivering baclofen. Additional information has been requested, but was not available at the time of this report.